Manufacturer narrative:
The centrella smart bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb and is capable of supporting patients up to 500 lb. The centrella smart bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. The device instructions for use states, incorrect use or handling of the power cord may cause damage to the power cord. If damage has occurred to the power cord or any of its components, immediately remove the bed from service, and contact baxter. A visual inspection was performed by a baxter technician who found the bed¿s power cord to be damaged with exposed copper wires. The cause of the damaged power cord was unable to be determined, and the customer will replace the power cord. It is unable to be determined if the power cord was damaged prior to use, or sustained damage during the event . It is unknown whether the outlet was evaluated by the facility¿s team for any issues that may have led to this event. Based on this information, no further action is required. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. In this event, the staff member allegedly received a shock. Medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure was not required. The staff member was treated in the emergency department and released, concluding a serious injury did not occur in this case. The cause of the power cord damage was unknown. If this event were to recur and a user either handled the damaged power cord (with copper wire exposed) or was exposed to exposed wires due to a faulty outlet or cord, it would be likely to cause or contribute to a serious injury. Prevention of this type of event is outlined in the device instructions for use.

Event description:
The customer reported that the centrella bed had visibly frayed power cord with exposed copper wires and that a caregiver received an electrical shock.